Event description:
It was reported a family member " was shocked while assisting the patient." This occurred during the time shocks were delivered to the patient. A request for additional information was made, but is not known. No complications to the family member have been reported.